Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 58 mg/dl, 100 mg/dl (in the reported issue notes it states 100 something). Tests were done < 10 minutes apart with a difference of 37 mg/dl. Patient did not experience any adverse events. No further information has been reported.